Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto off alarm. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the customer had not interact with the pump for over 12 hours. Cts educated about the auto off alarm safety feature and the customer acknowledged. The customer was instructed through the settings and turned alarm off.